Event description:
Fhc (B)(6) office reported to fhc technical services that the wrong length microelectrode was used during a surgery. The pt showed no negative side effect at the time of surgery. This was a bilateral surgery: one dbs lead was implanted successfully; the other side was scheduled due to the length of time of this procedure.

Manufacturer narrative:
This was a wrong product used error. The user inadvertently used the wrong length electrode. The pt showed no negative side effect at the time of surgery. Electrode used was for a frame based surgery when the surgeon was to have used platform based electrodes as this was a platform based surgery. The electrode was removed, the dbs lead was inserted at target and the second side was scheduled for the week of (B)(6) 2010.